Manufacturer narrative:
The device in question was returned to the manufacturer. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that light is weak and flickers. No negative impact in state of health reported.

Manufacturer narrative:
The device was sent to the manufacturer for inspection. During the manufacturer's technical inspection, the error description provided by the customer was confirmed, further defects were detected. In total the following defects were detected: led flickers, led is dim, blade worn, adhesive points on camera head worn, housing worn, housing discoloured, cover worn, cover discoloured. As stated, the device passed the quality check at the time of delivery. Based on the defects found during the technical inspection it is concluded that the most likely cause for the described error is the wear of the adhesive at the tip of the c-mac blade, coming from wear and tear during use and the reprocessing process. The wear of the adhesive causes liquid to penetrate the blade, which affects the electronics, and the light is dim. The investigations carried out above did not reveal any causes related to the labelling, or the device history. All production-related quality checks were passed and no deviations were found in the manufacturing documentation for the devices. The labelling contained appropriate instructions and warnings. No systematic error was found. Should new or additional relevant information become available, we will continue the investigation accordingly. The event is filed under internal karl storz complaint ID: (B)(4).